Manufacturer narrative:
The service tech replaced the coupler clock and returned the unit to service.

Event description:
It was reported that when the service tech arrived at the account, the floor was flooded beneath the docker. This event did not occur during a surgical procedure, so there was no pt involvement. No user injury was reported and no other adverse consequences alleged with this event.